Event description:
Caller reported a malfunction on the pump, and there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the pump, and the caller was advised to reach out to their healthcare provider because no backup insulin therapy was currently available. The customer received instructions on putting the old pump into storage mode and how to return it to tandem, understanding these instructions. Cts sent a replacement pump, which included updated software, and the caller confirmed receipt and understanding of the steps to follow with the replacement.